Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. Patient described the area as irritation on back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to apply the blue gel packs on the skin due to irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.